Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4: catalog no- correction. G3: date received by manufacturer ¿ correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.